Event description:
Prior to the patient's surgical procedure, the initial lap sponge count was performed and each lap sponge had a ring attached to it. At the conclusion of the procedure, during the final count and prior to closure, one lap pad was found to be missing its ring. The patient's abdomen was inspected and the ring was located and removed.